Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported the trial patient tried to void in the morning and at night with no success. They did feel the stimulation. The patient stated that they wrapped themselves in ¿(B)(6) wrap¿ to take a shower but did get the bandage wet a bit. It was noted that the patient¿s mother tried to change the bandage but was not able to do so. It was advised the trial patient contact their doctor. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.